Event description:
During the atrial fibrillation procedure, there was a communication issue that resulted in a delay of procedure. The tacticath electrodes were not visualized due to the communication issue with the amplifier and the rf connection cable. The system was rebooted, the rf cable was reseated, replaced, the study was closed and reopened, which did not resolve the issue. Additionally, three tacticath se catheters were attempted to be used also not resolving the issue. The issue was isolated to the ampere rf cable and the amplifier. The case was completed with no harm to the patient by switching to a non-tacticath catheter.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, rear ports have some wear consistent with use over time. The external enclosures were showing gaping in multiple locations (front to top, right to bottom, left to bottom, rear to bottom), which was consistent with a scuff mark (top enclosure) where it was impacted physically to the top-front from an angle, and potentially top-rear. Visual internal inspection revealed that the gapping of the right/left to bottom enclosures were only to an offset (due to a single impact). Internal visual inspection also revealed that the top panel guide posts are leaning towards the rear, also consistent with a physical impact to the top towards the rear event. The bottom enclosure has some physical damage to the guide arms, which would be non-visual, and would remain functionally sound. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software successfully. The intra-cardiac test was then performed, and it revealed that ablation channels 1 and 3 (channels 53, 55) were non-functional (electrically open), which was further isolated to the front panel. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the front plane.